Event description:
Literature: wong, s. H., eldridge, p. R., duffy, a., fox, s. H., varma, t. R. K., fletcher, n. A. Two cases of unexpected long-term improvement of parkinson's disease after subthalamic nucleus deep brain stimulation removal. British journal of neurosurgery, 2011; 25(2); 281-283. Summary: two patients with parkinson's disease (pd) treated successfully with subthalamic nucleus deep brain stimulation (stndbs) for 3-4 years are reported, who demonstrated a persistent improvement following removal of stn-dbs for late infection. Possible hypotheses are discussed - whether a microlesioning effect or a disease-modifying effect of stn-dbs, though neither adequately explain this phenomenon. Reported event: a (B)(6) man with idiopathic parkinson's disease was successfully implanted with a dbs system. Forty-eight months after implant, dbs system was removed due to infection. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.